Event description:
It was reported that stimulation was in the wrong location. Also, reported that when the pt turned the ins on the stimulation irritated the area of her pain. Pt was in hosp due to pain following surgery. The pt did not receive any treatment for her pain when she was in the hosp. Physicians stated they would wait until she was discharged. The pt was discharged and seen in her f/u appointment. The cause of the stimulation in the wrong location was perhaps primary post-surgical program was slightly off. All was reported as good after some reprogramming was done.